Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. Respiratory rate trend (rrt) signal was visible, but not oversensed. There were also false atrial tachy response (atr) episodes with ra oversensing on the channel, and ra lead fracture was suspected. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended bringing the patient for further evaluation. This ICD system remains in service. No adverse patient effects were reported.